Event description:
Pt states both her cadd legacy pumps sn ((B)(4)-11/28/2018 and (B)(4) - 11/27/2018) alarm high pressure when she first starts the infusion. Pt states she changes her tubing, cassettes and batteries and ensures there are no kinks in her tubing and high pressure only stops when her pumps are placed sideways. Pt states after initial alarm is resolved by placing the pumps sideways, infusion resumes normally. Pt declined going to the hosp to get her central line checked. Pharmacy will be obtaining both pumps and sending her 2 replacement pumps. Pt states her current pumps are running normally for now. No other info is known. The alarm did occur while in use but did not cause any harm to the pt. Both pumps are being returned to the pharmacy and being replaced immediately. Dose or amount: 112 ng/kg/min; frequency: 44 ml/24hr; route: IV. Diagnosis or reason for use: pah.